Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the attachment ring was bent and the device failed functional testing for sensing check. As a result the ring was replaced and the main board was calibrated. (B)(4).

Event description:
It was reported that the device had a defective synchronization mode. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.